Event description:
I received a depuy pinnacle hip implant in my right hip on (B)(6) 2009. Following repeated problems with hip dislocations, I underwent revision surgery on (B)(6) 2011. I now suffer from daily groin pain.